Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the device stimulation being off was determined. They noted the cause as "had the batteries in wrong" and the steps taken were "got new batteries and put them in correctly". The issue was reported as being resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The reason for call was the patient reported they've had a lot of constipation and they weren't sure if it was because of the device or not. The patient stated they'd been having rabbit pellets throughout the day and they hadn't been able to get the programmer (B)(4) to work/turn on. They just saw a blank screen. The patient stated they wondered if the ins was depleted. Patient services reviewed ins battery longevity with the patient and had the patient switch to new aaa alkaline batteries and the patient was able to power the 3037 icon on and use their antenna to connect to see their settings. The external device was functioning as intended. The patient confirmed they were on program 1 at 1. 4 but the therapy had been off for awhile and they didn't know when it went off but they thought it might have been off since a while ago. The patient confirmed they did not see a low battery icon. The patient also stated when they had been trying to use the programmer previously and it wasn't coming on, they had been pressing all the buttons to get it to come on and noted they weren't aware which button on the programmer was which. The patient stated they had been a caregiver for about the last 10 years so they hadn't been able to really focus on the therapy. Patient services asked the patient if they'd ever had a procedure where a doctor had to turn the therapy off for them and they stated no, they'd not had anything done nor had they touched anything for probably the last 3 years anyway. The patient stated they figured they were experiencing constipation because the therapy had been off. The patient stated they should have called patient services months ago to figure things out. The patient then turned the therapy back on and increased the stimulation to where they could feel the stimulation comfortably in their bike seat region. The patient was going hold for jf 6.27. To monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider for further concerns about their symptoms. The patient stated their follow up health care provider (hcp) told them they just implanted or explanted the ins' and that they didn't do anything else with them. Patient services reviewed with the patient that the hcp could page a manufacturer representative (rep) to come to an appointment with the patient to do a battery longevity calculation and to discuss setting options. Patient services also offered to send the patient hcp listings but the patient did not request them. Patient services then asked the patient when their issues with constipation began and the patient stated they were getting another call and that they'd have to call patient services back at another time to answer that question. The patient disconnected the call at this time. The patient may call back at a later date.

Manufacturer narrative:
Concomitant medical product: product ID 3037, serial# (B)(6), product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.